Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: call service alarms were verified in the black box and history. Product analysis was unable to reproduce the alarm during investigation. The pump was opened and no internal defects were found. Unrelated to the initial complaint, the display was observed to be faded.